Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer and image processor were replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and was slow to process. No patient injury was reported.